Manufacturer narrative:
Results: the pet lock was broken and slightly separated on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 30.0 and 141.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length, and the pull wire was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned penumbra smart coil detachment handle (handle) revealed it exhibited sufficient pull force and throw distance when functionally tested. Evaluation of the returned penumbra smart coil (smart coil) revealed the pet lock was broken and slightly separated, the distal end of the pull wire was present in the ddt, and the embolization coil was intact with the pusher assembly. A broken pet indicates that a pull force was applied to the proximal end of the pull wire, typically in an attempt to detach the coil with a handle. Even though the pet lock was broken, the pull wire was not sufficiently retracted, and the distal end of the pull wire was present in the ddt. Further evaluation revealed the pusher assembly was kinked. This damage may have occurred due to forceful handling during positioning within patient anatomy. The kinks in the pusher assembly or patient tortuosity may have contributed to the pull wire not retracting sufficiently during the procedure. When the smart coil was inserted into the handle and the handle was actuated by a penumbra investigator, the proximal end of the pull wire fully retracted out of the hypotube, the distal end of the pull wire retracted out of the ddt, and the embolization coil detached without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery- posterior communicating artery (ic-pc) using a penumbra smart coil (smart coil) and penumbra smart coil detachment handle (handle). During the procedure, the physician placed a non-penumbra stent device in the internal carotid artery (ica). Next, the physician placed a non-penumbra microcatheter in the target vessel and placed 15 non-penumbra coils in the target vessel. The physician then advanced a smart coil through the microcatheter and made one attempt to detach it using the handle but was unsuccessful. After a second failed attempt using the same handle, the smart coil was removed. The procedure was completed using non-penumbra coils without further issues. There was no report of an adverse effect to the patient.